Event description:
It was reported that a shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used during a procedure to treat a lesion in the coronary artery. The physician first used csi followed by optical coherence tomography (oct) which showed a dissection just distal to a nodular lesion. The physician then requested shockwave c2 aero coronary ivl catheter. After 30 ivl pulses were delivered, a coronary perforation occurred. The physician deployed two xience stents and performed 10 minutes of balloon inflation. Echocardiography was obtained, pericardiocentesis was performed, and a papyrus covered stent was placed. The physician believes the csi caused the injury. Diffuse coronary calcium was noted and the vessel appeared to split after csi and ballooning. There was no report of device malfunction. The patient remained stable and was discharged home.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, the cause of the perforation could not be definitively determined. There was no device malfunction. The physician believes the csi caused the injury. Diffuse coronary calcium was noted and the vessel appeared to split after csi and ballooning. A review of the event by shockwave safety determined that the reported events were possibly related to the device and causal relationship to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
The following updates were added to the following sections per additional information received 30-dec-2025: 1. B5 event narrative: updated to add that "csi" is an orbital atherectomy device. 2. D10 concomitant medical products and therapy dates: added "orbital atherectomy - abbott" with a therapy date of (B)(6) 2025. 3. H6 annex d investigation conclusions: additional code added, "cause traced to another device".

Event description:
It was reported that a shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used during a procedure to treat a lesion in the coronary artery. The physician first used orbital atherectomy (csi) followed by optical coherence tomography (oct) which showed a dissection just distal to a nodular lesion. The physician then requested shockwave c2 aero coronary ivl catheter. After 30 ivl pulses were delivered, a coronary perforation occurred. The physician deployed two xience stents and performed 10 minutes of balloon inflation. Echocardiography was obtained, pericardiocentesis was performed, and a papyrus covered stent was placed. The physician believes the csi caused the injury. Diffuse coronary calcium was noted and the vessel appeared to split after csi and ballooning. There was no report of device malfunction. The patient remained stable and was discharged home.